Manufacturer narrative:
Device evaluation of belt was completed. The reported problem (pulse below lower limit) was confirmed in the download data but was unable to be duplicated during troubleshooting. However, high voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
Upon investigation the monitor displayed a service code 204 (belt/monitor unusable).